Manufacturer narrative:
Citation: armario et al. Delivery catheter system fracture during transcatheter aortic valve implantation. Eurointervention. E-published: 2020 aug 25. Doi: 10.4244/eij-d-20-00748. Earliest date of publish used for event date. Additional information has been requested of the physician/authors; however to date no unique device identifier (serial/lot) numbers have been provided. Without this information the physician/author¿s statements regarding the manufacturer¿s analysis of the returned dcs cannot be verified. At this time the evaluation method, result and conclusion codes in this report are based solely upon the information provided in the literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old male patient with severe symptomatic aortic stenosis who underwent transcatheter aortic valve implantation with a medtronic 34-mm evolut r bioprosthetic valve (no serial numbers provided). Deployment of the valve was challenging due to a moderately calcified and tortuous iliofemoral arteries, and a moderately calcified and angulated native valve. During a third recapture of the valve into the 16fr enveo pro delivery catheter system (dcs), the valve would not completely re-enter the dcs capsule. Further rotation of the dcs handle would not move the valve. The dcs and valve were pulled back into the descending aorta where fluoroscopy revealed a fracture at the proximal end of the dcs capsule. As the capsule remained attached to the dcs, the entire dcs and valve were fully retrieved from the patient with gentle retraction. The patient suffered no additional complications. One month later the patient was successfully implanted with a non-medtronic 29-mm transcatheter valve. Per the authors, technical analysis by the manufacturer confirmed complete fracture of the dcs capsule and delamination of the nitinol-reinforcing frame. As no definitive cause was confirmed, potential causes included excessive tension and torque on the dcs due to anatomical factors (vascular calcification, tortuosity and angulation) and repeated recapture or over-capture of the valve beyond the recommended maximum of three recaptures. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
A review of the medtronic global complaint handling database with the provided device identifier numbers returned a duplicate record of pe 703513173. Please see MDR# 2025587-2019-03759 initially submitted on december 12, 2019 regarding the observations reported to the company at the time and also the subsequent device analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received provided the dcs lot number (0009959206).